Event description:
An occlusion alarm was reported by a customer. There was no reported impact to the customer¿s blood glucose level. The customer was waiting to return the pump for further examination, which upon testing showed no significant issues, and a replacement pump was planned to be sent.